Event description:
It was reported that error message 325 appears intermittently. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer, "temporary error code 325" could be confirmed by inspecting the device and the log files. The most probable root cause for the customers failure description are temporary defective flow sensors, indicated by error code 321 and 325, by failure of an electronic component within the sensor. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, a warning states that the device may malfunction during use, so users should have a spare device on hand. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).